Manufacturer narrative:
"Material #: 368835 lot/batch #: 3186076 bd received 1 used sample for investigation. The sample could not be assessed for flow issues due to it being used. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to clogged cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that no blood enters the tube while drawing blood, and the cannula appears to be blocked. Blook draw was completed with a new needle, and there was no report of patient impact.